Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the lead was dislodged. The lead was unable to be securely fixed. The lead was not implanted and was replaced. The patient was stable.